Event description:
It was reported that the suspect generator was replaced. The explanting facility discards explanted products. No additional relevant information has been received to date.

Event description:
The patient was referred for prophylactic generator replacement (battery at 11-25%). Additional information was received indicating that the patient has had a recent increase in seizures, so the patient's medication and vns settings were increased. Attempts for additional information have been made; no additional relevant information has been received to date. No known surgical intervention has occurred to date.